Manufacturer narrative:
D6-information unavailable, device returned with no lot identification. Results of evaluation: conclusion: based upon the information received and the visual examination, it was determined that the instrument armed intermittently. The instrument's endcap was disassembled and the knife collar found to be bent which may have caused the reported incident. No conclusion could be reached as to how the knife collar had become bent. Comments: co strives to understand each incident as it occurs in an effort to continuously improve products. The assembly location has been informed of this incident.

Event description:
The device was used during a laparoscopic colon procedure. It was reported the device would not engage. There was no consequence to the pt. 9/25/96, rep reports a second obturator was introduced and used successfully with the original device sleeve.